Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 mg/dl. Reportedly, to address the bg level, the customer went off the pump, and delivered manual injections. On (B)(6) 2017, the customer changed all of the supplies on the pump, and resumed pump therapy. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting was unable to be performed by tandem technical support.